Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# l73657, implanted: 1999 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the clinician programmer was showing the elective replacement indicator (eri), but the battery voltage level was 2.82 volts. This measurement was higher than expected for eri. The stimulation amplitude was 6.5 volts and the patient turned it off at night. There was no indication that a short circuit was being used in the programming and impedance measurements taken in different positions showed no short. It was noted that the patient's therapy was working well; he was indicated for essential tremor and movement disorders. However, he had a recent change where his voice was being affected sometimes. This change was reported as sudden. There was no intervention or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the healthcare provider reported that the cause of patient's voice being different was not determined. It was indicated that the patient's voice issue had been resolved.